Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient had stuff in her lungs. Additionally, she had dry eyes from the air going into her eyes until she got nasal pads which helped enough. Also, the patient report that she had multiple surgeries and x-rays due to the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient had stuff in her lungs. Additionally, she had dry eyes from the air going into her eyes until she got nasal pads which helped enough. Also, the patient report that she had multiple surgeries and x-rays due to the device. On the previously submitted report, the wrong type of reported complaint was selected. It is corrected on this report and updated to an si. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.